Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition could not be verified as evaluation did not properly assess for the reported condition of accuracy too low. The reported symptom was inadvertently missed during evaluation due to an unrelated issue. To correct the issue the pump will no longer in its received condition the evaluation cannot be performed. The device will be required to pass all calibration and testing prior to being returned to the customer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had too low accuracy/ delivers less than programmed when programmed at 200 ml/hr for 6 minutes,. The pump failed the volumetric test. The event happened during testing. There was no patient involvement. No additional information is available.